Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, e4, h2, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: noisy image. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damage of the charged coupled device unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had the image flickered and appeared pixelated/frizzy. The event occurred during an unspecified procedure while the patient was under sedation and device was inside the patient. The intended procedure was completed using a similar device. There were no reports of patient harm.